Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead and rv lead sensing, threshold, and impedance tests were run by a device nurse with a manufacturer representative available. The ra lead impedance and sensing were within range, the atrial threshold was elevated, the atrial output was increased and the feature that monitors the atrial threshold as set to monitor only to ensure capture. The rv lead sensing, impedance, and threshold were within range. An observation/alert was triggered for the high atrial threshold, but an alert was not sent remotely because of the type of device platform. Additionally, it was indicated that the device nurse who checked the crt-d for the first time after the rise in threshold may have overlooked the observation.

Event description:
It was reported that during use the right atrial (ra) lead exhibited a jump in atrial impedance and atrial threshold following a fall the patient experienced approximately seven months ago. A in-clinic device check indicated loss of capture on the atrial lead.  X-ray showed the center part of the atrial tip separated.  It was also reported that the rv thresholds were high since generator change out and, an alert triggered for low pacing impedance.  The ra lead and rv lead remain in use.  Additionally, the cardiac resynchronization therapy defibrillator (crt-d) was indicated to have not triggered a alert for high atrial threshold.  The crt-d remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.